Event description:
It was reported that during intra-op, the new probe was opened and connected, but it was completely unresponsive. The procedure was completed with backup product. The patient outcome was reported as no health damage.

Manufacturer narrative:
H3: analysis found that visually, the probe tip was bent when returned but there was no external damage to the handle/wire. Electrically, resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was in the megaohms which was out of specification. The probe tip fit securely into the handle with no issues. Functionally, for further analysis, the probe was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and, while stimulating with a patient simulator, there was no feedback from the system. For further analysis, the sample tip was replaced with a reference tip and the result was the same, no feedback. Additionally, the wire and connector were manipulated and there was still no feedback. For additional analysis, during an x-ray of the device, the wire was not properly secured to the molex terminal within the inside diameter of the handle. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.